Event description:
It was reported that pulse generator had incorrect identification information stored. Past records were unavailable. The cause was unknown but the correct values were programmed into the device. The patient would be monitored with routine follow up.

Manufacturer narrative:
(B)(6).